Event description:
A female pt underwent aaa repair in 2009. The pt's anatomical form was not suitable for endovascular repair since non-aneurysmal infrarenal aortic segment proximal to the aneurysm was severely tortuous. The procedure was conducted as labeled except the suprarenal stent was deployed before cannulation of the contralateral limb. The tortuous aortic segment was stretched with a lunderquist extra stiff wire guide and the main body delivery system was inserted over the wire guide. Confirmatory angiography was performed, but left renal artery was not observed. Then the delivery system was positioned below, and angiography was performed again. It revealed that left renal artery was stenosed. The lunderquist extra stiff wire guide was replaced with another manufacturer's stiff wire guide, however, the stenosis was not resolved. Another manufacturer's stent was placed at left renal artery, and blood flow to left renal artery was confirmed. All the zenith devices were placed without problems at the end. The pt has shown recovery.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. It is unk at this time as to what occluded the renal artery. Per the physician's comments; "the artery around left renal artery might have been folded when the tortuous aortic segment was stretched with the lunderquist extra stiff wire guide. Then the fold might cause the stenosis of left renal artery." The occluded artery needed to be addressed prior to graft being deployed. Without films or images a definitive cause cannot be reported this time. Based on the provided event description, it does not appear the stent graft or delivery system was a contributing factor to the occluded renal artery. If additional info is received regarding this case that contradicts this assessment, and a failure mode is identified with the device, the case will be reopened and investigated appropriately. We will continue to monitor this device.